Event description:
Patient with septic fever, cooling blanket ordered. When attaching the cooling blanket to the air tubing, the blanket would not hold air. Troubleshooting did not change outcome. A new warming blanket was obtained and functioned without issue.